Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the lancet holder of her onetouch delica lancing device was damaged. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged lancing device issue began approximately 2 months prior to contacting lfs. The patient claimed due to the damaged lancet holder, the lancet was not held in place properly and therefore when the lancing device was fired, the lancet would come out in an angle instead of straight. The patient stated that she discontinued testing her blood glucose as a result of the alleged issue approximately 1 month after the issue started. The patient manages her diabetes with oral medication (metformin). The patient confirmed she continued to take her medication as usual despite not testing. On an unspecified date/time, after the patient discontinued testing her blood glucose, the patient claimed she developed symptoms of "low" and dizziness. The csr noted that the patient denied receiving medical treatment. At the time of troubleshooting, it was confirmed that the patient was using the correct lancets for the subject lancing device. The csr noted there was no evidence of product misuse. Replacement product was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a "low" blood glucose after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/14/2012)-additional information: on (B)(6) 2012 the patient spoke with the csr and provided the following information. The patient confirmed in addition to feeling dizzy she developed symptoms of "weak and shaking" after she discontinued testing her blood glucose due to alleged issue with lancing device. The patient denied testing her blood glucose at the onset of symptoms; however, reported that she treated herself with "dex-glucose gel" in response to the symptoms she developed. The patient claimed she felt better approximately 1.5 hours after the treatment. The classification of this complaint (adverse event) remains unchanged.

Manufacturer narrative:
(B)(4) - device evaluation: the lancing device involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the lancing device passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.